Event description:
It was reported that the patient complains of shortness of breath (sob) and fatigue with normal tasks. The right ventricular lead impedance has gone down and r-waves sensing has decreased while pacing threshold has gone up. The lead has been explanted during the patient's heart transplant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the lead proximal segment was returned to the manufacturer, analyzed, and no anomalies were found. The distal conductor had blood/body fluid (not obstructed), and the defibrillation conductor was fractured due to overstress. The outer insulation had a cosmetic depression. The lead was stretched and had apparent explant damage. Only visual analysis was performed.